Event description:
It was reported that the day prior to the report the patient experienced a sudden onset of severe, very violent dyskinesia. The patient stated that it started in her face and then affected her left leg and arm and lasted about one and a half hours. The patient noted that she just completed her acupuncture session and was in the lobby paying for it when this started. The patient was taken to the hospital via ambulance and it seemed to relax her symptoms when they placed a cardiac control magnet over her implantable neurostimulator (ins). The patient¿s legs first calmed down and then about fifteen minutes later her arms calmed down. The patient stated that during the acupuncture session her ins was on and she checked it when she arrived home from the hospital and it was still on. The patient noted that this was a standard acupuncture treatment and she had been receiving these for about six years. No needles were placed by her neck area. The patient noted that the acupuncturist used an ointment, a homeopathic version of bengay, during the session that was applied to the back of her neck. The patient also noted that she went downhill skiing on (B)(6) 2014 and did wear a helmet, but did have a slight fall. The patient called her doctor¿s office and was waiting for a call back. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # va0dywx, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0dywx, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received from a consumer reported that crazy things appened with their deep brain stimulation (dbs) including seizure like episodes where their left arm and leg were flapping around uncontrollably. The patient felt like they were being overstimulated. The patient had to go to the hospital. The episodes stopped after they turned the implantable neurostimulator off and back on. The episodes began occurring once a week in (B)(6) 2014 and were resolved in (b)(64) 2014.

Event description:
Additional information received reported that the patient was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative. The patient listed appointments for (B)(6) 2014.